Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she accidentally primed the wrong amount of insulin for her infusion set. The customer's blood glucose levels dropped from 366 to 211 mg/dl during the time of the call. The customer was taken to the ER and later released. The customer's blood glucose reading was 211 mg/dl when she arrived at the ER. Nothing further was reported.